Event description:
The customer reported that the pacing function was not operating as expected; they noted an "ECG fault" message. The involved patient died, but the head nurse stated that the device was not a factor in the outcome due to the patient condition.

Manufacturer narrative:
The customer reported that the pacing function was not operating as expected; they noted an "ECG fault" message. The involved patient died, but the head nurse stated that the device was not a factor in the outcome due to the patient condition. A follow-up report will be submitted after philips obtains more information about this event.